Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a patinet. It was further reported that the patient was unharmed by the event. The customer's biomed inspected the device and replaced the autozero solenoid. The unit passed extended self testing.